Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operation room for device changeout procedure. During procedure, electrocautery was used and the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was in stable condition.